Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient came to the emergency department. A remote monitoring transmission indicated that the patient had t-wave oversensing on several stored episodes. The right ventricular lead remains in use. No patient complications have been reported as a result of this event.